Event description:
There was an allegation of questionable glucose results for one neonate patient from accu-chek inform ii meter serial number (B)(4). (B)(6). It was not known if strip lot 480034 or 479310 was used for testing.

Manufacturer narrative:
Expiration date: lot 480034 has an expiration date of 31-oct-2022 and lot 479310 has an expiration date of 31-mar-2022. Quality control tests were run every 24 hours and passed. Meter serial number (B)(4) and test strips of lot 479310 were received for investigation and tested with quality control materials. (B)(6). All testing with the returned strips produced acceptable results and no strip defects were observed. More than 12 strips of lot 47931 were returned. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No apparent reagent discoloration. The integrity of the returned vial was tested and passed. As the primary packaging seal was acceptable for the returned vial, there was evidence to support that the returned product was appropriately sealed.